Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that the pump had a pressure failure. It was further reported that after the device achieved the required pressure it continued to pump during the shoulder program. There was no harm for patient, operator or third party reported. This was noticed before the surgery. No further information received. 06-oct-2022 update further information were provided that the reported event occurred during a shoulder surgery. The surgery has been finished successfully but the surgeon has switched to a different technique. It was further reported that the pump did not stop pumping.

Manufacturer narrative:
The complaint allegation is not confirmed. The returned device was visually inspected, and no problems were noted with the device. The returned device was assembled with a new ar-6410 arthroscopy pump tubing and was tested and evaluated under normal use conditions to see if the issue(s) reported could be reproduced. The pump was powered on and no error messages and no audible alarms were triggered. A clamp test was performed as defined in the user guide ((B)(4) rev 1 ¿ section 5.2) to simulate an over pressure failure on the pump, and to verify if an error message and/or audible alarm would be triggered. The results of the clamp test triggered an alarm and the rollers stopped moving. This behavior is expected. When the pressure was artificially lowered by removing the inlet from the fluid source, a pressure fault error was triggered as expected. The review of complaint records for serial number (B)(6) shows that the device has no previous complaints.